Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient was not able to charge their implant and the issue began probably about a month, 2 months, or a couple months ago.  Caller noted the patient needed to have an MRI done in the next couple hours and the MRI facility wanted to know how to put the device into MRI mode. During the call caller denied damages on the recharger and controller charging port. Caller plugged the recharger and got 100/100/100 on passive recharge. Controller was at 40%and implant was at excellent with a red triangle. Patient had CT scans and x-rays and caller inquired if patient could just do the MRI since patient hadn't used stimulation. Agent reviewed information.